Event description:
Reportedly, the pump ran out of insulin. Tandem technical support confirmed the customer received a low insulin alarm. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to the customer going to the emergency room and being subsequently hospitalized with a blood glucose (bg) level of 400 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer was released the next day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.